Event description:
It was reported that the pump was generating a downstream occlusion alarm, although nothing appeared to be blocking it. The incident occurred in the ward while attempting to prime the line prior to patient use. The issue was resolved by using an alternative pump that was available. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D8, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed. Multiple alarms regarding 'high pressure' were noted and confirmed in the ehl as stated by the complainant. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.